Manufacturer narrative:
(B) (4).

Event description:
The pt experienced fading stimulation sensation. When she moved her head in a certain direction, she would then feel overstimulation. A lead issue was suspected. The implantable neurostimulator had been recently replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.